Event description:
It was reported that a patient underwent a blepharoptosis procedure on an unknown date and suture was used. The suture broke during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Event related to mw # 2210968-2022-03116, mw # 2210968-2022-03118.